Event description:
It was reported that the nurse stated the arctic sun device has alerted 113 reduced water temperature control a couple of times. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33c, water temperature (wt) was 28.4c, water flow rate (wfr) was 1.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 3969.3 and pump hours were 3734.1. Advised to swap out to alternate device and send to biomed labeled 113 not cooling.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 3969.3 and pump hours were 3734.1. Advised to swap out to alternate device and send to biomed labeled 113 not cooling (pr# (B)(4) - row# 32754-21102025-102441478-1). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling/IFU revision accompanying this serial number isn't recorded in the DHR. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has alerted 113 reduced water temperature control a couple of times. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33c, water temperature (wt) was 28.4c, water flow rate (wfr) was 1.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 3969.3 and pump hours were 3734.1. Advised to swap out to alternate device and send to biomed labeled 113 not cooling.